Manufacturer narrative:
(B)(4). Evaluation, results: migration, endoleak; aortic neck had dilatation and was short in length. Evaluation, conclusion: aortic neck had dilatation and was short in length.

Event description:
An aneurx stent graft system was implanted in a pt for emergent endovascular treatment of an abdominal aortic aneurysm approximately 3 months ago. Aneurysm morphology was not reported. The aortic neck was angulated and short at about 10-15 mm in length at the sma. Vessels were non-calcified but tortuous. The aneurx bifurcated stent graft and proximally a talent aortic cuff was implanted up to the sma. It was reported that over the past 2 months, the aortic neck has shortened considerably to approximately 5 mm in length and has dilated to approximately 28-32 mm in diameter. One month later, the pt presented symptomatically with a contained rupture, stent graft migration and a proximal type I endoleak. (Ref MFR# 2953200-2011-00311) to intervene, a 32 mm endurant bifurcated stent graft and an endurant contralateral limb were placed to reline the talent and aneurx grafts. The endurant bifurcated graft was deployed successfully; however, there was still a slight proximal type I endoleak, as there was almost no aortic neck. (Ref MFR# 2953200-2011-00312). The procedure was stopped at that time. The pt was brought back one week later and the physician performed a laparotomy to gain access to the aorta. The 13 vessel loops were stitched around the distal aorta, clamping the vessel to the grafts inside; this successfully resolved the type I endoleak. No additional clinical sequelae reported, and the pt is fine.